Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a cardiac surgery, the scrub nurse discovered that the tip of the non-absorbable monofilament polypropylene suture was missing a 1 x 0.5 mm fragment while collecting needles. The surgical team was immediately notified to begin searching, and the operating room supervisor, head nurse, and chief of cardiovascular surgery were informed. Additional personnel were dispatched to assist with the search. The scrub nurse and surgical team, while ensuring patient safety, carefully inspected and used a needle finder to examine the operating table, instrument table, sterile abdominal drapes, surgical field and incision area, and inside the incision. The circulating nurse used a needle finder to thoroughly inspect the operating room floor, under the surgical bed, surfaces of instruments and equipment, the clothing and shoe soles of the surgical team, and every corner of the operating room. All gauze, suction bottles, and garbage bags were searched with no findings. C-arm fluoroscopy of the surgical field and the blood recovery container revealed no suspicious needle tip images. After consulting the surgeon, the breakage may have occurred when the needle tip was being clamped.